Manufacturer narrative:
The pump was tested to full specifications on (B)(4) 2016. The user reported alarm failure was not detected. The pump operated within all specifications as designed. The initial determination by following the company procedures was that this complaint did not constitute an MDR reportable event. This MDR is filed retrospectively as a corrective action to address one of the FDA inspection observation made on (B)(6) 2016. Zyno medical submitted an e-MDR (3006575795-2016-00005) on (B)(6) 2016 through the FDA's website and received the receipt. But due to some technical difficulties and confusions, the file didn't pass with all three acknowledgements. This is a re-submission regarding the same event.

Event description:
The customer reported that "the tubing and bag were completely drained of air and fluid and the pump alarm did not go off". "The tubing was hooked up to a patient and if the filter had been opened it would have pulled air in and potentially caused harm or worse, but the nurse noticed the line and was able to stop the pump before any harm could be done."